Manufacturer narrative:
A correlation between the report of thrombus in the inflow conduit and the device could not be conclusively determined. The instructions for use lists thrombus as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The inflow conduit would not be returned for evaluation and the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after the implant procedure, the patient was transferred to the intensive care unit (ICU) and began to receive red heart, low flow alarms. The patient had an episode of ventricular tachycardia and was started on amiodarone. The patient's heartbeat returned to sinus rhythm, but estimated pump flow values never recovered. A transesophageal echocardiography (tee) was performed and showed a suspicious object within the inflow conduit. The pulsatility index (pi) remained at 6 and the patient's hemodynamics remained unchanged although the patient was pulsatile. There was no elevation in pump power values. The patient returned to the operating room for an inflow conduit exchange. During the procedure, the inflow conduit was cut open and inspected in order to identify the area of concern. Upon cutting open the inflow conduit tissue was observed, which was reported to be the cause of the event. The inflow conduit was replaced. It was reported that as of (B)(6) 2016, the patient was looking good. The patient was discharged on (B)(6) 2016.